Event description:
As reported, during device inspection prior to bladder lithotripsy procedure, the user found that the basket of 'ncircle tipless stone extractor' was not functioning properly. The procedure was completed successfully using a new basket. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
A5: ethnicity - chinese g4: PMA/510(k) - exempt h3 - device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.